Event description:
It was reported by the customer that their insulin pump was alarming motor error and upon inquiring further, it was discovered that he had been hospitalized for high blood glucose levels. Blood glucose level was 533 mg/dl at time of hospitalization. Customer was advised to disconnect from pump. During troubleshooting, customer stated that they do not use the sensor feature and were unable to rewind the insulin pump. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 101 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed functional testing including the rewind, basic occlusion test, prime/a33 test, excessive no delivery test and displacement test. No motor error alarms were noted. Unit received with minor scratched lcd window. (B)(4).

Manufacturer narrative:
Additional information has been received after the initial report was submitted. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test. The motor was tested outside of the device and passed.